Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the fse adjusted the probes. The fse calibrated the system and ran qc's. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant calcium results were obtained for two patients on an advia 2400. One result was reported to the healthcare provider(s). The samples were rerun and confirmed on the same system and the corrected results were reported. There were no reports of adverse health consequences or known patient intervention due to the discordant calcium results.